Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator. It was reported that the patient had several lead breakages of the leads implanted. All devices/leads were explanted in accordance to the statement made by the patient. The received treatment did not work. No further complications were anticipated.